Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis did not find any anomalies with the device or header.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was stable.